Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 170 mg/dl; however, the customer did not have a back up method of insulin delivery available. Reportedly, the customer will consult with doctor to determine how to treat bg level and discuss back up method of insulin delivery.